Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16816. It was reported that noise was noted on the atrial and ventricular lead on a remote transmission. Auto mode switch egms indicated noise. Patient¿s condition is unknown and will continue to be monitored remotely and in-clinic follow-ups.